Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. The device has been explanted.

Event description:
Patient reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was underweight, broken shell, encapsulation brown, crease flat, wear abrasion and red / black particles in the surface of the shell / gel. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear opening and striated opening in the posterior side. A dimension measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening. A striated opening in the posterior side assessed as surgical damage. Additional, changed, or corrected data.